Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2018 - 06777. Concomitant medical products- unknown part/lot: screw, tmars liner, femoral head, tmars acetabular cup, tmars augment, cage. Foreign - the event occurred in (B)(6). Study o'neill, c. J., creedon, s. B., brennan, s. A., o'mahony, f. J., lynham, r. S., guerin, s., . . . Harty, j. A. (2018). Acetabular revision using trabecular metal augments for paprosky type 3 defects. Results of total hip arthroplasty after core decompression with tantalum rod for osteonecrosis of the femoral head, 33, 823-828. Doi:https://doi.org/10.1016/j.arth.2017.10.031. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
The study reported one patient within the cup cage and augment group was noted to have heterotopic ossification. No further information has been made available.